Event description:
Additional information was received that the patient was referred to another physician for a consultation. No additional information is available at this time.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that an invasive procedure was performed. The device and lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Additional information was received that low out of range pacing impedance measurements less than 200 ohms continue to be observed. Boston scientific technical services (ts) discussed troubleshooting options.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a low out of range pacing impedance measurement less than 200 ohms, noise and oversensing. The patient was not pacemaker dependent. An out of range pacing impedance measurement was unable to be recreated in clinic and the physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.